Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Manufacture date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that during a right radial to peripheral percutaneous transluminal angioplasty (pta) case, diagnostic images were obtained with a 6fr glidesheath slender, 150cm pigtail glidecatheter and 400cm regular glidewire. The right superficial femoral artery (sfa) target area was identified. A 400cm stiff glidewire was inserted for pigtail removal and sheath exchange. A 6fr x 149cm r2p destination slender was inserted smoothly. The type of initial target area treatment was unknown. The exact vessel size and morphology of target area was unknown. Unknown type of misago stent was inserted and successfully deployed. It was noted by the physician that the deployment of the misago stent was a little rough. At end of procedure, separation of the destination slender was noted. The physician noted that the sheath condition may have attributed to the rough deployment of misago stent. It is unknown if target area was post balloon dilated. The patient was stable, and the percutaneous transluminal angioplasty (pta) case was completed successfully. Additional information was received on 01 feb 2022: the procedure was completed using the reported destination slender. There was no harm to the patient and there was no blood loss. The device had noticeable damage.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr r2p destination slender was returned for product evaluation. The returned sample included the sheath. The sample was subjected to visual analysis. No separation was noted on the sheath shaft. Five kinks were found on the sheath shaft. The kinks were located 0.9cm, 2.3cm, 64.6cm, 67.3cm and 87.4cm from the sheath hub. No tip deformation was observed, and the swage band did not show any deformation. The complaint can be confirmed for mechanical damage. The exact root cause cannot be confirmed. The design history record could not be reviewed since the lot number was not available. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.